Event description:
The customer's husband reported the customer obtained a high reading of 227 mg/dl on her blood glucose meter (serial number is unknown) and compared to a reading of 22 mg/dl obtained on a competitor meter (brand name and serial number are unknown). It was additionally reported the customer changed her medication (unknown) and had "a reaction" to her new non-diabetes medications. The customer's husband further reported the customer took an extra amount of insulin and experienced sweatiness and loss of consciousness. The paramedics were called, tested the customer's vital signs, her blood glucose (reading is unknown), and administered an intravenous medication (unknown). The customer was reportedly transported to a hospital, where she had her glipizide dose decreased and an antibiotic administered. No diagnosis is available. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete. Note: the manufacture date for the reported meter is unknown. Also, during the course of troubleshooting with adc customer service, it was discovered that the customer reported not washing their hands prior to testing. The customer did not use the device according to label copy. Not washing hands may cause imprecise readings.